Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of onebattery pack opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. No visual or functional abnormalities were noted for the battery. A review of the device history records indicates that the device lot numbers were released meeting all medtronic quality release specifications at the time of manufacture. A review of complaint data reveals no trend. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Idrive battery pack has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Event description:
According to the reporter, during a whipple procedure, the device stopped firing in the middle. A new reload was placed on the handle, but then the device did not fire at all. A new device was used to complete the procedure. It is unknown if reinforcement material was used. The last known patient status was under observation. Operating time was extended beyond 30 minutes. There was additional tissue resection. There was tissue damage. Nothing fell into the cavity. There was no bleeding. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.